Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported receiving a suspected false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4).a cue covid-19 test performed prior to receiving the suspected false negative result provided a positive result. Customer states parents, husband and brother all have covid-19 and states she has symptoms, however, they are not the typical symptoms. Physician prescribed paxlovid to the customer on an unknown date and customer was hospitalized due to a severe reaction. No allegation against the positive result obtained with the cue covid-19 test. Customer did not confirm the cartridge serial number for the cue covid-19 suspected false negative result received despite three follow up attempts made by technical support.